Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there were high pli measurements. When the patient was brought to the clinic, the impedances returned to in-range values. Sensing, capture and hvlic remain consistent and acceptable. The session records for review were emailed.